Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. The device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant experts are evaluating the provided report. Requests were emailed to the third party investigator to acquire additional information to classify any possible specific device problem, device identification, patient details, and event dates. The answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that an endoprosthesis was implanted on an unknown date in 2019 in order to treat an abdominal aortic aneurysm. On (B)(6) 2022, after about 3 years and 4 months, the endoprosthesis was explanted due to type ii endoleak and a thrombosis. The surgeon specifies that there was an acute ischemia of both lower limbs related to the thrombosis of the endoprosthesis. According to the reported information, the surgeon believe the brand and model of the graft being gore® excluder® aaa endoprostheses.

Manufacturer narrative:
The device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Explant scientist observations from the report provided by third party investigator (geprovas): the device was reported to measure 123 mm in length. The ablumen presented with minimal, scattered plaques of thin layer tan to yellow tissue. The lumen at the proximal trunk has a thin layer of light tan tissue on the surface. At the level of the bifurcation the lumen of the ipsilateral leg appears to be fully occupied by light tan to brown semi-translucent tissue. The distal lumen of the ipsilateral leg (extremity a) is partially occupied with the same light tan semi-translucent tissue. The contralateral gate is widely patent with a thin layer of translucent light tan tissue. No material disruptions were observed in the supplied images. Review of the manufacturing records could not be performed as a valid lot number was not provided. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, occlusion of device or native vessel. Updated h6: updated medical device problem codes to a1409 and a0101, removed code a24 as it was inadvertently entered. Added component code g04122 - stent. Added type of investigation code b22 - insufficient information available. Updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12. Code d16 is no longer applicable.